Event description:
Reference number (B)(4). Event occurred in canada. The patient reported that on (B)(6) 2024, the patient was admitted to hospital due to high blood glucose levels which was 473 mg/dl. The patient also reported that had vomiting on (B)(6) 2024 while admitting to hospital and received treatment IV drips. The patient also had ketones and main reason for hospitalization was diabetic ketoacidosis. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.